Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarried before being confirmed pregnant'), tooth fracture ('the middle of my tooth just crumbled') and dementia alzheimer's type ('I wouldn't wish dementis alzeimers on my worst enemy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)," and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included multigravida, parity 3 ((B)(6) 1990,(B)(6) 1998, (B)(6) 2016) and acid reflux (oesophageal). Concomitant products included ergocalciferol (vitamin d2), esomeprazole sodium (nexium), ferrous sulfate (ferrous sulphate), ibuprofen, minerals nos;vitamins nos (prenatal vitamins) and promethazine (phenergan). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful sex") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced nausea ("nausea/I'm feeling sick at my stomach too"). In (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraine"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vitamin d deficiency ("hormonal changes : vitamind2 deficiency") and was found to have dehydroepiandrosterone decreased ("low dhea"), blood testosterone decreased ("low testosterone") and progesterone decreased ("low progesterone"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), back pain ("lower back pain"), arthralgia ("hip joint pain/ joint pain/my hip pain is gone after my surgery"), hypoaesthesia ("toes go numb"), pain in extremity ("pain shoots all the way down my legs"), rash vesicular ("blisters, itchy peeling skin"), skin disorder ("scalp breaking out with huge painful bumps"), rash papular ("painful bumps all over back"), mood swings ("mood swings"), irritability ("irritability"), feeling abnormal ("brain fog"), flatulence ("gas/gas pain"), abdominal distension ("bloated"), rhinorrhoea ("ohhh this runny/stuffy nose"), nasal congestion ("stuffy nose"), throat irritation ("itchy scratchy throat"), cough ("itchy scratchy throat and cough"), dementia alzheimer's type (seriousness criterion medically significant), infection ("I still seem to have infection in it"), adnexa uteri pain ("I was having severe cramping in my mid section ,around my ovaries on both sides/ I have the sharp stabbing pains all the time always in my ovary area and most of the time on right side"), uterine enlargement ("my uterus is titted and enlarged"), neck pain ("my neck is killing me and the lights"), ear pain ("ear pain"), musculoskeletal pain ("gas pains were bad yesterday but just in my shoulders") and myalgia ("the soreness is from sitting on the couch") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and root canal and implant placed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, tooth fracture, dyspareunia, hypersensitivity, headache, depression, anxiety, dizziness, nausea, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, vitamin d deficiency, dehydroepiandrosterone decreased, blood testosterone decreased, progesterone decreased, migraine, fatigue, weight increased, hypoaesthesia, pain in extremity, rash vesicular, skin disorder, rash papular, mood swings, irritability, feeling abnormal, uterine leiomyoma, flatulence, abdominal distension, rhinorrhoea, nasal congestion, throat irritation, cough, dementia alzheimer's type, infection, adnexa uteri pain, uterine enlargement, neck pain, ear pain, musculoskeletal pain and myalgia outcome was unknown and the back pain and arthralgia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, blood testosterone decreased, cough, dehydroepiandrosterone decreased, dementia alzheimer's type, depression, dizziness, dysmenorrhoea, dyspareunia, ear pain, fatigue, feeling abnormal, flatulence, headache, hypersensitivity, hypoaesthesia, infection, irritability, menorrhagia, migraine, mood swings, musculoskeletal pain, myalgia, nasal congestion, nausea, neck pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, progesterone decreased, rash papular, rash vesicular, rhinorrhoea, skin disorder, throat irritation, tooth fracture, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: 1 coil was visualized deep in the ostia on the left, 2 coils were visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Ultrasound scan vagina - on an unknown date: normal. Concerning the injuries reported in this case, the following one was described in patient¿s social media- hypoesthesia, pain in extremity, rash vesicular, skin disorder, rash popular, mood swings, irritability, feeling abnormal, flatulence, ohhh this runny/stuffy nose, stuffy nose, itchy scratchy throat, cough, I wouldn't wish dementia alzheimer¿s on my worst enemy, I still seem to have infection in it, I was having severe cramping in my mid section around my ovaries on both sides/ I have the sharp stabbing pains all the time always in my ovary area and most of the time on right side, my uterus is titted and enlarged, my neck is killing me and the lights, ear pain, gas pains were bad yesterday but just in my shoulders, the soreness is from sitting on the couch. Events were clubbed and reporter information were updated. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new events added: ohhh this runny/stuffy nose, stuffy nose, itchy scratchy throat, cough, I wouldn't wish dementia alzheimer¿s on my worst enemy, I still seem to have infection in it, I was having severe cramping in my mid section around my ovaries on both sides/ I have the sharp stabbing pains all the time always in my ovary area and most of the time on right side, my uterus is titted and enlarged, my neck is killing me and the lights, ear pain, gas pains were bad yesterday but just in my shoulders, the soreness is from sitting on the couch. Events were clubbed and reporter information were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarried before being confirmed pregnant") and tooth fracture ("the middle of my tooth just crumbled") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)," and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included multigravida, parity 3 (B)(6) 1990, (B)(6) 1998, (B)(6) 2016) and acid reflux (oesophageal). Concomitant products included ergocalciferol (vitamin d2), esomeprazole sodium (nexium), ferrous sulfate (ferrous sulphate), ibuprofen and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2009, the patient had essure inserted. In february 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In march 2011, the patient experienced dyspareunia ("painful sex") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2011, the patient experienced allergy to metals ("nickel allergy"). In may 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2011, the patient experienced nausea ("nausea"). In august 2012, the patient experienced headache ("headaches") and migraine ("migraine"). In november 2012, the patient experienced fatigue ("fatigue"). In november 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In april 2017, the patient experienced tooth fracture (seriousness criterion medically significant). In october 2017, the patient experienced vitamin d deficiency ("hormonal changes : vitamind2 deficiency") and was found to have dehydroepiandrosterone decreased ("low dhea"), blood testosterone decreased ("low testosterone") and progesterone decreased ("low progesterone"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), back pain ("lower back pain") and arthralgia ("hip joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and root canal and implant placed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, tooth fracture, dyspareunia, hypersensitivity, headache, depression, anxiety, dizziness, nausea, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, vitamin d deficiency, dehydroepiandrosterone decreased, blood testosterone decreased, progesterone decreased, migraine, fatigue and weight increased outcome was unknown and the arthralgia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, arthralgia, back pain, blood testosterone decreased, dehydroepiandrosterone decreased, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, progesterone decreased, tooth fracture, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),fatigue, hormonal changes :vitamin deficiencies, low dhea, low testosterone, low progesterone, migraines, nausea, nickel allergy, lower back pain, arthralgia, device ineffective, miscarriage, pregnancy (stillbirth or miscarriage, weightgain / loss specify which one: weight gain¿ were added. Event dental problems updated to the middle of my tooth just crumbled. Reporter information was added. Patient information was added. Product information was added. Patient demographics were added. Medical history was added.. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarried before being confirmed pregnant') and tooth fracture ('the middle of my tooth just crumbled') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)," and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included multigravida, parity 3 (B)(6) 1990, (B)(6) 1998, (B)(6) 2016) and acid reflux (oesophageal). Concomitant products included ergocalciferol (vitamin d2), esomeprazole sodium (nexium), ferrous sulfate (ferrous sulphate), ibuprofen, minerals nos;vitamins nos (prenatal vitamins) and promethazine (phenergan). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("painful sex") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraine"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vitamin d deficiency ("hormonal changes : vitamind2 deficiency") and was found to have dehydroepiandrosterone decreased ("low dhea"), blood testosterone decreased ("low testosterone") and progesterone decreased ("low progesterone"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), back pain ("lower back pain"), arthralgia ("hip joint pain/ joint pain"), hypoaesthesia ("toes go numb"), pain in extremity ("pain shoots all the way down my legs"), rash vesicular ("blisters, itchy peeling skin"), skin disorder ("scalp breaking out with huge painful bumps"), rash papular ("painful bumps all over back"), mood swings ("mood swings"), irritability ("irritability"), feeling abnormal ("brain fog"), flatulence ("gas") and abdominal distension ("bloated") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and root canal and implant placed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, tooth fracture, dyspareunia, hypersensitivity, headache, depression, anxiety, dizziness, nausea, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, vitamin d deficiency, dehydroepiandrosterone decreased, blood testosterone decreased, progesterone decreased, migraine, fatigue, weight increased, hypoaesthesia, pain in extremity, rash vesicular, skin disorder, rash papular, mood swings, irritability, feeling abnormal, uterine leiomyoma, flatulence and abdominal distension outcome was unknown and the arthralgia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, anxiety, arthralgia, back pain, blood testosterone decreased, dehydroepiandrosterone decreased, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, headache, hypersensitivity, hypoaesthesia, irritability, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, progesterone decreased, rash papular, rash vesicular, skin disorder, tooth fracture, uterine leiomyoma, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: 1 coil was visualized deep in the ostia on the left, 2 coils were visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Concerning the injuries reported in this case, the following one was described in patient¿s social media- hypoesthesia, pain in extremity, rash vesicular, skin disorder, rash popular, mood swings, irritability, feeling abnormal, flatulence most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New events: toes go numb, pain shoots all the way down my legs, blisters, itchy peeling skin, scalp breaking out with huge painful bumps, painful bumps all over back, mood swings, irritability, brain fog, fibroids, gas and bloated were added. Concomitant drug added. On (B)(6) 2019: fu 4 and 3 processed together. No new significant information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)," and device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included multigravida, parity 3 (B)(6)1990, (B)(6)1998, (B)(6)16) and acid reflux (oesophageal). Concomitant products included ergocalciferol (vitamin d2), esomeprazole sodium (nexium), ferrous sulfate (ferrous sulphate), ibuprofen, minerals nos;vitamins nos (prenatal vitamins) and promethazine (phenergan). On (B)(6)2009, the patient had essure inserted. In (B)(6)2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2011, the patient experienced dyspareunia ("painful sex") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2011, the patient experienced nausea ("nausea/I'm feeling sick at my stomach too"). In (B)(6)2012, the patient experienced headache ("headaches") and migraine ("migraine"). In (B)(6)2012, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). In (B)(6)2017, the patient experienced tooth fracture ("the middle of my tooth just crumbled"). In (B)(6)2017, the patient experienced vitamin d deficiency ("hormonal changes : vitamind2 deficiency") and was found to have dehydroepiandrosterone decreased ("low dhea"), blood testosterone decreased ("low testosterone") and progesterone decreased ("low progesterone"). On an unknown date, the patient experienced abortion spontaneous ("miscarried before being confirmed pregnant"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness/ dizzy spells"), back pain ("lower back pain"), arthralgia ("hip joint pain/ joint pain/my hip pain is gone after my surgery"), hypoaesthesia ("toes go numb"), pain in extremity ("pain shoots all the way down my legs"), rash vesicular ("blisters, itchy peeling skin"), skin disorder ("scalp breaking out with huge painful bumps"), rash papular ("painful bumps all over back"), mood swings ("mood swings"), irritability ("irritability"), feeling abnormal ("brain fog"), flatulence ("gas/gas pain"), abdominal distension ("bloated"), rhinorrhoea ("ohhh this runny/stuffy nose"), nasal congestion ("stuffy nose"), throat irritation ("itchy scratchy throat"), cough ("itchy scratchy throat and cough"), dementia alzheimer's type ("I wouldn't wish dementis alzheimers on my worst enemy"), infection ("I still seem to have infection in it"), adnexa uteri pain ("I was having severe cramping in my mid section ,around my ovaries on both sides/ I have the sharp stabbing pains all the time always in my ovary area and most of the time on right side"), uterine enlargement ("my uterus is twitted and enlarged"), neck pain ("my neck is killing me and the lights"), ear pain ("ear pain"), musculoskeletal pain ("gas pains were bad yesterday but just in my shoulders"), myalgia ("the soreness is from sitting on the couch") and fall ("fallen many times") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and root canal and implant placed). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, tooth fracture, dyspareunia, hypersensitivity, headache, depression, anxiety, dizziness, nausea, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, vitamin d deficiency, dehydroepiandrosterone decreased, blood testosterone decreased, progesterone decreased, migraine, fatigue, weight increased, hypoaesthesia, pain in extremity, rash vesicular, skin disorder, rash papular, mood swings, irritability, feeling abnormal, uterine leiomyoma, flatulence, abdominal distension, rhinorrhoea, nasal congestion, throat irritation, cough, dementia alzheimer's type, infection, adnexa uteri pain, uterine enlargement, neck pain, ear pain, musculoskeletal pain, myalgia and fall outcome was unknown and the back pain and arthralgia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, blood testosterone decreased, cough, dehydroepiandrosterone decreased, dementia alzheimer's type, depression, dizziness, dysmenorrhoea, dyspareunia, ear pain, fall, fatigue, feeling abnormal, flatulence, headache, hypersensitivity, hypoaesthesia, infection, irritability, menorrhagia, migraine, mood swings, musculoskeletal pain, myalgia, nasal congestion, nausea, neck pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, progesterone decreased, rash papular, rash vesicular, rhinorrhoea, skin disorder, throat irritation, tooth fracture, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: 1 coil was visualized deep in the ostia on the left, 2 coils were visualized on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Ultrasound scan vagina - on an unknown date: normal. Concerning the injuries reported in this case, the following one was described in patient¿s social media- hypoesthesia, pain in extremity, rash vesicular, skin disorder, rash popular, mood swings, irritability, feeling abnormal, flatulence, ohhh this runny/stuffy nose, stuffy nose, itchy scratchy throat, cough, I wouldn't wish dementia alzheimer¿s on my worst enemy, I still seem to have infection in it, I was having severe cramping in my mid section around my ovaries on both sides/ I have the sharp stabbing pains all the time always in my ovary area and most of the time on right side, my uterus is titted and enlarged, my neck is killing me and the lights, ear pain, gas pains were bad yesterday but just in my shoulders, the soreness is from sitting on the couch, fallen many times. Events were clubbed and reporter information were updated. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event fallen many times was added. Previously reported event verbatim was updated from dizziness and dizziness/ dizzy spells. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), tooth disorder ("dental problems"), hypersensitivity ("allergic reactions"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness") and nausea ("nausea"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, tooth disorder, hypersensitivity, headache, depression, anxiety, dizziness and nausea outcome was unknown. The reporter considered anxiety, depression, dizziness, dyspareunia, headache, hypersensitivity, nausea, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.